Event description:
A surgeon reported that a male, who rec'd 2 units of op-1 putty as part of a revision spinal fusion experienced an apparent allergic reaction. The pt underwent an l5-s1 instrumented tlif with infuse about 1 yr prior. The surgeon left the existing hardware in place and instrumented l4-5, using 2 units of putty (by itself) in the posterolateral gutters from l4-s1. Eleven days post-op the pt presented at the surgeon's office with swelling of the face and bilateral upper extremities. He also complained of difficulty breathing, however, the surgeon thinks this may have been due to anxiety. The pt was seen in the ER and admitted. Treatment included benadryl (route and dose unk). The symptoms resolved and he was discharged the next day. Per the surgeon there were no signs of local inflammation and the incision looked fine. Five days later, the pt called complaining of hives that were 'oozing' and a burning sensation in his surgical scar. Due to the pt's prior exposure to infuse, the surgeon suspects a possible collagen reaction. Although he was also considering a possible latex allergy, he is leaning toward the reaction being caused by a component of op-1. Regarding his post-op course, the only new pt exposures were to blue salt water taffy and oxycodone for pain, the pt's history includes a severe aortic stenosis which required an aortic valve replacement with a porcine valve, and a stroke with no residual effects. He has been taking coumadin since. Add'l info is expected.